Manufacturer narrative:
Note: current labeling warns against the use of diathermy therapy with a dbs system. This report is being filed under exemption.

Event description:
Journal reference: visser-vandewalle v, et al. "Long-term effects of bilateral subthalamic nucleus stimulation in advance parkinson disease: a four year follow-up study." Parkinsonism & related disorders. 2005 may: 11(3): p157-165. The article investigated the effects of bilateral stn hfs in pts with advanced parkinson disease (pd) at long-term, with a minimum follow-up of 4 years on 20 pts implanted with model 3389 lead and model 7425 neurostimulator. Reportable events: the 3389 lead (n=2) - one pt became stuporous after diathermia and dies soon afterwards. CT revealed a brain stem infarction. The 7425 ins (n=2), 3389 lead (n=2) - one pt committed suicide. The 3389 lead (n=14) - seven pts became confused post-operatively and recovered after 2-3 days. The 3389 lead (n=2) - one pt became confused post-operatively and recovered after 3 weeks. The 3389 lead (n=8), 7425 ins (n=8) - four pts experienced a worsening of speech when the stimulator was on. The 7425 ipg (n=2) - one pt experienced blepharospasms clearly related to stimulation.